Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) /2023. The patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in the abdomen. The patient experienced no symptoms prior to the inaccuracy event. On (B)(6) 2023, the patient was found unconscious and was provided treatment by the paramedics, which consisted of apple juice. At one point, the cgm was reading 200 mg/dl and the blood glucose reading was 120 mg/dl. Patient was in good condition at the time of report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.